Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. The customer continued receiving occlusion alarms. Another system check was performed with tandem technical support and the occlusion was found to be within the cartridge. The customer reverted to manual injections for insulin therapy. The customer was using fiasp insulin and filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose reached 324 mg/dl.